Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that during a pump replacement, a priming bolus of 0.3 ml back table prime was not performed for the new pump, and the catheter was not able to be aspirated. The pump was being used to deliver clonidine and dilaudid. Additional information has been requested, but was not available as of the date of this report.